Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent embolized from the balloon. The lesion being treated was a non-calcified and non-tortuous right coronary artery (rca). The lesion was pre-dilated with a 2.75x24mm maverick balloon at 15 atms. After predilation, the physician attempted to reach the lesion with a taxus express2 2.75x24mm drug eluting stent. However, the taxus stent was unable to cross the lesion. The physician then attempted to retract the undeployed stent into the guide catheter and the stent dislodged from the balloon. The taxus stent was removed successfully using a snare technique without any complications. No injuries or patient complications was reported. The procedure was successfully completed with another taxus express2 2.75x24mm drug eluting stent. Patient status is reported as "satisfactory/good."